Event description:
The st. Jude medical representative phoned to report that the ICD appeared to have delivered energy but interrogation of the device, following a manual cap maintenance command, showed that the device had ov residual on the capacitors and charge time of 8.7 seconds. The device was tested five days later. During that test, an initial cap maintenance was performed and no energy appeared to have been delivered to the pt yet the results from that cap maintenance were not consistent with a normal charge-values were 2 seconds for the charge time.